Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, ts identified noise artifacts on both the right atrial (ra) and right ventricular (rv) lead channels, despite this system not having an atrial lead. These noise events resulted in the detection of non-sustained tachycardia episodes and triggered respiratory sensor disablement by the signal artifact monitor (sam). High, out-of-range pacing impedance measurements were also observed on the ra channel. Ts discussed that these episodes appeared to be electromagnetic interference (emi) from external source. Further patient monitoring was recommended. No adverse patient effects were reported. This crt-d system remains in service.